Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with ethicon products (pds ii suture and dermabond) involved? Does the surgeon believe that ethicon products (pds ii suture and dermabond) involved caused and/or contributed to the post-operative complications described in the article? Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number? Patient demographics? Citation: surg endosc (2018) 32:727¿734; doi: https://doi.org/10.1007/s00464-017-5729-0 please see article attached. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: comparative analysis of open and robotic transversus abdominis release for ventral hernia repair. This single-center, retrospective review of the prospective data aimed to o compare open transversus abdominis release (o-tar) and robot-assisted transversus abdominis release (r-tar) regarding hospital length of stay (los) and 90-day outcomes early in the r-tar learning curve and to investigate the potential value of the robotic surgical platform for complex abdominal wall reconstruction. From 02jan2015 to 30aug2016, 102 patients with complex ventral incisional hernia underwent either o-tar (n=76; mean age of 54.6±14 years; 46% were male; mean bmi of 32.1±7 kg/m^2) or r-tar (n=26; mean age of 52.4±12.9 years; 33.3% were male; mean bmi of 33.4±9 kg/m^2) and were included in the analysis. In the o-tar, posterior and anterior rectus sheath were approximated using #2-0 pds ii suture and #0 pds ii suture, respectively. In both group, the mesh was secured using transfascial #0 polydioxanone sutures (pds ii, ethicon inc., somerville, nj) and/or fibrin sealant (tisseel, baxter healthcare corp., deerfield, il). Wounds are closed in layers with rapidly absorbable suture and sealed with topical skin adhesive (dermabond, ethicon inc., somerville, nj). Intraoperative complications in o-tar group was 5.3%. Postoperative complications included ileus (n=1 o-tar group and n=1 r-tar group), superficial surgical site infection (n=1 o-tar group), deep surgical site infection (n=1 o-tar group), hematoma (n=1 r-tar group), and surgical site occurrence (n=2.6% o-tar group and n=3.8% r-tar group) requiring procedural intervention. In select patients, the robotic surgical platform facilitates a safe, minimally invasive approach to complex abdominal wall reconstruction, specifically tar.